Manufacturer narrative:
Discrepant positive results for d (rh1) antigen typing for 2 patient¿s samples. There was no evidence of any systematic failure of the ortho analyzer to perform as intended. The root cause is use-error related, the customer having manually modified indeterminate rhd conclusions to positive and having accepted these incorrect results. No general product failure was identified. The customer reported biased results for both patients to the physician. The patients were not harmed. But because a false positive result in d (rh1) antigen typing may lead to misclassification of a patient¿s rh phenotype and a biased result was reported, the risk of death or serious injury is not remote; therefore this event will be reported. (B)(4).

Event description:
Complainant is reporting discrepant positive results for d (rh1) antigen typing for 2 patient¿s samples using ortho biovue technique in conjunction with their ortho vision biovue analyser. Complainant: mrs. (B)(6) ¿ biologist. Complaint reporter: mr (B)(4) ¿ ortho field engineer. Event date: (B)(6) 2018. Reported on: 12 july 2018 by mrs (B)(6) to mr (B)(4) who reported it to ortho care helpdesk on 13 july 2018. Software version: 5.10.0. Reagents: ortho biovue abo-rh cassette lot abe048f expiry date 13 december 2018, manufactured on 18 march 2018. Patient information: patient 1 ¿ (B)(6) year old male patient (ID: (B)(6)); sample ids: (B)(6). Blood group: o rhd negative with phenotype ccee, kell negative. Patient 2 ¿ (B)(6) year old female patient (ID: (B)(6)); sample ids: (B)(6). Blood group: b rhd negative with phenotype ccee, kell negative. The complaint reporter said that on (B)(6) 2018, they had tested a sample from patient 1 (sample ID: (B)(6)) for abo-rh grouping (first determination) using ortho biovue system abo-rh cassette in conjunction with their ortho vision biovue analyser and that they had obtained a negative reaction in column 4 of the cassette containing biovue anti-d reagent and a positive 4+ reaction in column 5 containing the anti-cde reagent. The cassette was brought back for user review/acceptance as the forward group was resulted as group o with an indeterminate (? Result) for the rhd type. No further detail was provided. The complaint reporter said that on the same day, they had tested a sample from patient 1 (sample ID: (B)(6)) for abo-rh grouping (second determination) using ortho biovue system abo-rh cassette in conjunction with their ortho vision biovue analyser and that they had obtained a negative reaction in column 4 of the cassette containing biovue anti-d reagent and a 4+ reaction in column 5 containing the anti-cde reagent. The control column had an error code fib (fibrin) and the cassette was brought back for user review/acceptance with an indeterminate group and rhd type. No further detail was provided. The complaint reporter said that for patient 1 the results were interpreted and validated as o rhd positive by the operator and confirmed by a biologist. The complaint reporter said that on the same day, they had tested a sample from patient 2 (sample ID: (B)(6)) for abo-rh grouping (first determination) using ortho biovue system abo-rh cassette in conjunction with their ortho vision biovue analyser and that they had obtained a negative reaction in column 4 of the cassette containing biovue anti-d reagent and a 4+ reaction in column 5 containing the anti-cde reagent. It is understood that the cassette was brought back for user review/acceptance as the forward group was resulted as group b and the indeterminate (? Result) for rhd type was edited to positive by the operator. No further detail was provided. The complaint reporter said that on the same day, they had tested a sample from patient 2 (sample ID: (B)(6)) for abo-rh grouping (second determination) using ortho biovue system abo-rh cassette in conjunction with their ortho vision biovue analyser and that they had obtained a negative reaction in column 4 of the cassette containing biovue anti-d reagent and a 4+ reaction in column 5 containing the anti-cde reagent. It is understood that the cassette was brought back for user review/acceptance as the forward group was resulted as group b and the indeterminate (? Result) for rhd type was edited to positive by the operator. No further detail was provided. The complaint reporter said that for patient 2 the results were interpreted and validated as b rhd positive by the operator and confirmed by a biologist. The complaint reporter said that biased d(rh1) positive results were reported to the physician for patients 1 and 2. Both patients were aware of their rhd statuses and alarmed the laboratory of the incorrect results. The patients were rebled by the customer and the correct results were provided. The complaint reporter said that the patients were not harmed due to the reported events.